Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease, and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease, and reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt and the there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint, or address the symptoms specified. Using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 92.3 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, product investigation laboratory observed a dust-like contaminant was observed on the front panel, blower, and blower box and hair-like particles were observed on the blower. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box g: device evaluated by mfg? Has been updated. In box d; device avail. For eval? And date returned has been updated.